Manufacturer narrative:
There were no adverse events reported as a result of this recent surgical intervention.

Event description:
Boston scientific crm received information in (B)(6) 2008 that this right atrial (ra) lead displayed noise and high impedance measurements. A lead fracture was suspected. The noise resulted in an inappropriate mode switch from this device. The device was reprogrammed to vvi mode and the lead remains implanted. The physician had elected to monitor and no intervention was scheduled at this time. The patient has elected to seek consultation from another physician. This event will be reopened if additional information becomes available or if the product is returned for analysis. Subsequently, boston scientific crm received information in august 2010 that this ra lead was surgically capped due to capture and sensing issues. Additionally, the measured ra pacing impedance has been greater than 3000 ohms since (B)(6) 2008.